Manufacturer narrative:
(B)(4). Concomitant medical products: 183006 ¿ vanguard complete knee system tibia¿ unknown; 141222 ¿ tibial tray ¿ unknown; unknown ¿ patella ¿ unknown. Therapy date: (B)(6) 2006. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right revision of poly component approximately 5 months post primary total knee arthroplasty due to arthrofibrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. Operative notes and x-rays were not provided. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.